Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the implantable neurostimulator (ins) was unable to recharge. The clinical diagnosis was worsening of bilateral lower extremity pain. Interventions included changing the batteries. The event resulted in an unscheduled clinic or office visit. The device was interrogated and it was indicated that the hand held controller needed new batteries. The etiology was reported as related to the device or therapy and not related to the implant procedure. The etiology was reported related to the hand held controller batteries needed to be changed. The patient reported unable to charge the spinal cord stimulator and had been off for three days and therefore has had some worsening bilateral lower extremity pain. The outcome was resolved without sequelae. Additional information was received from the hcp of a clinical study reporting that the spinal cord stimulation (scs) was not working correctly. The patient last recharged it seven days prior, and when they went to recharge was unable to. The etiology indicated the relationship of the event to the device or therapy was related, but not related to the implant procedure. Further stated the patient has usability issues, physical difficulties with recharging. The outcome was resolved without sequelae on (B)(6) 2016. The indication for use included non-malignant pain. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that the cause of the scs not working correctly was the hand held controller batteries needed to be changed in order to charge the ins.